Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with recorded episode of noise reversion stored by the device. The episodes were the noted to be caused by right atrial lead noise. The patient had a history of atrial fibrillation, therefore no interventions were made. The patient was in stable condition.